Event description:
It was reported that during a percutaneous transluminal coronary angioplasy/sent procedure, in a diffusely diseased right coronary artery that the stent appeared to inflate in an hour glass shape at 14atm. Initial attempt to remove the stent delivery system (sds) proved unsuccessul. The sds was deflated and reinflated many times in an attempt to loosen it, which was successful after about 45 minutes. During this time, the pt had complained of chest pain and had EKG changes, and the stent became occluded with thrombus. The stent was then reopened with another dilatation catheter, and reopro was given. After the procedure, the pt was observed to have a change in cardiac enzymes, indicating a mi. No other info was reported.